Manufacturer narrative:
(B)(6). The device was manufactured at one of the following manufacturing locations: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked; described as leak coming from the heat sealed seams around the sides of the bags and where the spike port attaches to the body of the bag. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.